Event description:
Patient had star sliding core bearing revised.

Manufacturer narrative:
Patient had star sliding core bearing component revised after 3.5 years of implantation. Company report form indicates poly was fractured. Device history record showed no anomalies.